Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Lead fracture, increased pacing lead impedance and loss of rv capture were observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.